Event description:
The sales representative reported on behalf of the customer that the device, aes-90sn, aes-90sn probe assy,suct,sin was being used on (B)(6) 2022. During a rotator cuff repair procedure and the tip of the wand broke off in the patient's shoulder¿. The procedure was completed. There was no injury to the patient or user reported. There was also no report of medical intervention or hospitalization for this event. After further assessment it was found that a snap was used to retrieve the piece of metal from the shoulder. The sales representative reported ¿I did not notice dr. Carey using the probe improperly to cause the metal casing to come off the face of the probe. We were lucky that we all saw the piece break off and we were able to safely retrieve it. There was a minor delay, about 3 minutes until dr. Carey retrieved the piece of metal. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety. Device not yet received.

Manufacturer narrative:
The reported event of ¿tip of the wand broke off¿ is confirmed. Examination of the returned used device found the electrode broken off from the probe tip. Detached electrode was not returned for evaluation. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 45 reports, regarding 48 devices, for this device family and failure mode. During this same time frame 185,601 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.0003. Per the instructions for use, the user is advised the following: do not use the probe for mechanical displacement of tissue, damage to the probe may occur. Maintain the probe tip, including the return electrode, in the field of view at all times. Injuries to the patient may result from inadvertent activation or movement of an activated probe outside the field of view. Care should be taken in procedures that may cover the probe return electrode. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the device, aes-90sn, aes-90sn probe assy,suct,sin was being used on 8apr22 during a rotator cuff repair procedure and ¿the tip of the wand broke off in the patient's shoulder¿. The procedure was completed. There was no injury to the patient or user reported. There was also no report of medical intervention or hospitalization for this event. After further assessment it was found that a snap was used to retrieve the piece of metal from the shoulder. The sales representative reported ¿I did not notice dr. Carey using the probe improperly to cause the metal casing to come off the face of the probe. We were lucky that we all saw the piece break off and we were able to safely retrieve it.¿ there was a minor delay, about 3 minutes until dr. (B)(6) retrieved the piece of metal. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.